Event description:
Rptr writes, "dear sir or madame: I recently had the FDA vacuum assisted delivery device advisory called to my attention. It was sent to me because of my periodic statement that there seem to be a lot more vacuum extractor injuries crossing my desk as a malpractice lawyer than the literature would suggest ought to be occurring. Because accepted standards of medical practice undoubtedly condone the use of vacuum assisted deliveries, I have pursued none of the cases. Indeed most are not readily retrievable from my system. Two cases (with minimal data) are available and are enclosed as voluntary reports. As more cross my desk, and I am certain they will; I will voluntarily pass them along. Please note that health care providers may have motivation to not find a connection between the vacuum extractor and a child's injury or death. You may elicit more reporting if you ask trial lawyers associations of the various states to pay attention to this issue." Mom delivered baby boy on 9/20/97 by vacuum extraction. It is documented that the vacuum extractor was applied with two contractions and that appropriate suction was applied. Source believes that after the first contraction the suction came loose, and staff reapplied it. Baby was delivered with the second contraction. Immediately it was noted that baby had probably a subdural bleed, and the physicians felt that it was directly related to the vacuum extraction. Today baby is in foster care. Source had been unable to get mother to respond to their letters. Baby has significant damages from this extraction.